Event description:
With patient in operating room, a hair was discovered tangled in suction tubing from the cardinal procedure pack - just before surgery began. The entire field was considered contaminated and had to be broken down and set up again. Or 4, 0730 scheduled case of surgeon dr [redacted]. Cardinal procedure pack sba7cbsbrk, mfg 2025-02-22, lot 475606. Manufacturer response for procedure pack, (brand not provided) (per site reporter).